Event description:
It was reported that there was an air leakage from the compressor. There was no patient harm. (B)(4).

Manufacturer narrative:
It was reported that there was an air leakage from the compressor. It was found that the reason was air leakage caused by the abrasion of the internal pipeline of the air compressor, which led to the alarm of insufficient air supply from the ventilator. The investigation and repair was conducted by a third-party agent why no part or further information was received. Leaking compressor tubing may lead to poor air supply. In the event of a major leak, the compressor will not be able to supply the ventilator with sufficient air pressure. Alarms from the connected ventilator and the compressor will then be generated to alert the operator. The conclusion in this matter is that the compressor tubing was defective. As no goods were returned for investigation, the root cause of why the compressor tubing leaked could not be determined.

Event description:
Manufacturer's ref #: (B)(4).